Event description:
The lay user / patient contacted inaccurate readings on his one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to contact lfs to obtain further clinical information. The patient mentioned that on (B) (6) 2010 at around 9:48 am, the patient had obtained a 268 mg/dl, 274 mg/dl and 258 mg/dl. Less than 30 minutes later, the patient tested an ultra mini meter and obtained a 175 mg/dl, 262 mg/dl, and 161 mg/dl. At an unspecified time after testing the patient began to exhibit symptoms which consisted of shakiness, cold sweats and blurred vision. The patient contacted his physician and received phone advice from his physician. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was done and the test strips passed using the control test. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how soon after testing the patient exhibited symptoms. And what advice the physician gave the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.